Event description:
Procedure: hysterectomy. According to the reporter: the seal from the obturator fell apart before entering the abdomen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).